Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and frozen display. The customer¿s blood glucose level was 130 mg/dl. The customer stated that the display returned after troubleshooting for blank display. The customer reported that while troubleshooting for blank display the insulin pump was in the reboot and became stuck on the medtronic screen. Customer stated that the battery was depleted in the insulin pump and when he tried to insert a new battery the insulin pump did not turn back on. Customer reported the time clock did not advance. They also reported that the insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. No blank display or frozen display anomaly noted during testing. No button error alarm noted upon testing.